Event description:
It was further reported that the rv lead was suspected for possible fracture. The pase/sense portion of the lead was replaced. The rv lead remains in use. No patient complications have been reported as a result of this event.

Event description:
It was reported that the right ventricular (rv) lead impedance alert triggered for high bipolar impedance. There was a history of intermittent high impedances. The rv lead was reprogrammed and it remains in use. It was also reported that the right atrial (ra) lead had low p-waves and far field r-wave oversensing. The ra lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the actual product was not returned for analysis. However, performance data was collected from the device and was analyzed. Analysis of the device memory indicated the impedance trend on the rv (right ventricular) pacing lead was variable. Concomitant product: 5076-52 lead; implanted (B)(6) 2003. (B)(4).

Manufacturer narrative:
Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the impedance on the rv (right ventricular) pacing lead was beyond the expected upper range and the impedance trend on the rv pacing lead was variable. Beginning 2014-(B)(4), rv pacing impedance spiked to 4047 ohms. Impedances had been steadily climbing since 2014-(B)(4). (B)(4)